Event description:
It was reported to philips that x-ray was not possible due to an miu rail voltage failure on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pdu mains interface module and xsc certeray. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).